Event description:
A malfunction alarm was reported with a malf 16 code on the pump. There was no adverse impact to the customer's blood glucose level. The customer was provided with instructions to put the pump into storage mode before returning it and planned to use a backup insulin pump to ensure continued insulin delivery. Technical support confirmed the shipping address and arranged for the pump replacement, instructing the customer to return the faulty pump using a pre-paid label within 10 days.